Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that patient had near syncope and intermittent loss of right ventricular (rv) lead capture was observed possibly on an external monitor. Reprogramming was performed and the lead remains use. No further patient complications have been reported as aresult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.